Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedance measurements greater than 134 ohms. Technical services (ts) was consulted and concluded it does not appear to be gradually rising. Therefore, recommended programming configurations, frequent monitoring and turning on the sound notifications. Further information indicates that the field representative was contacted to program the ICD system into magnetic resonance imaging (MRI) mode. ICD is MRI conditional, but rv lead not, therefore corresponds to an off label use. This rv lead remains in service. No adverse patient effects were reported.